Event description:
It was reported that during a surgical procedure at the user facility the irrigation wheel was not working. A lack of irrigation in the device is known to cause overheating. The user facility reported that the procedure was completed successfully without a delay and that there were no adverse consequences or medical interventions.

Manufacturer narrative:
Follow up being submitted for investigation results and additional information. Additional information: it was reported by the manufacturer sales representative that the user facility stated they set up the irrigation incorrectly, and there wasn't a malfunction. Corrected data: the customer realized they set up the irrigation incorrectly. There wasn't a malfunction, so the console is not being returned.

Event description:
It was reported that during a surgical procedure at the user facility the irrigation wheel was not working. A lack of irrigation in the device is known to cause overheating. The user facility reported that the procedure was completed successfully without a delay and that there were no adverse consequences or medical interventions. Subsequently, it was reported by the manufacturer sales representative that the user facility stated they set up the irrigation incorrectly, and there wasn't a malfunction.